Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
In approximately (B)(6) 2007 the patient was implanted with an ams sparc sling. It was reported that, as a result of the implanted mesh the patient has experienced pain, erosion, dyspareunia and required an additional surgical procedure on (B)(6), 2008. Report also indicates the patient has had significant mental and physical pain and suffering and has "sustained permanent injury."